Manufacturer narrative:
The manufacturer has acquired the device for evaluation. A supplemental report will be submitted when the analysis is completed. No further information is available at this time.

Event description:
The patient was implanted with the manufacturer's clinical trial left ventricular assist device (lvad). It was reported by hospital staff that while the patient was at home and connected the power base unit (pbu), he heard four separate audible alarms lasting approximately 5-10 seconds. The patient immediately went to the hospital to have all the equipment examined. While at the hospital, it was found that when the patient disconnected the system driver from the white pbu cable, he received red battery and red heart alarms with a continuous tone. The hospital downloaded the waveforms which showed that there had been a pump stoppage event. The hospital exchanged the patient's equipment with no further issues.